Event description:
Customer stated head of bed wouldn't raise up.

Manufacturer narrative:
Tech discovered head up hydraulic valve was stuck. He replaced head up hydraulic valve assembly. No incident or injury reported.